Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the manufacturer for the time period 08/15/2010 through 08/15/2012. The pulsar generator was received in fair condition with minor surface imperfections. The unit was found to have no sound output, a noisy heat sink fan, and f8 errors in preliminary testing, but delivered rf energy correctly into the fixed resistors. The customer reported problem could not be replicated and no root cause was established. The cause of the broken speaker could not be determined. The noisy fan and e8 (overcurrent error) conditions were upgraded. The unit was repaired. Applicable software and hardware upgrades were performed. The unit passed final testing and was recertified for use.

Event description:
It was reported there was fluctuating power output. There were no patient consequences.